Manufacturer narrative:
The device history record for the reported lot number, 0202688176, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 1-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 95 ml. Flow rate: 2 ml/hr. Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the third of five reports. Refer to 2026095-2017-00155 for the first patient. Refer to 2026095-2017-00156 for the second patient. Refer to 2026095-2017-00158 for the fourth patient. Refer to 2026095-2017-00159 for the fifth patient. It was reported that fast flow event occurred. The pump infused in 24-hours rather than the expected 46-hours to 48-hours. No additional information was provided.